Event description:
A us distributor reported that an electrode belt was displaying a service code 204.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (service code 204) was confirmed due to contamination found on the j502 connector on the distribution node (dn) pca . The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no adverse event that resulted from the damaged belt.